Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient data was unavailable on stations. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that patient information was not shown on station to pull medication. A technical support specialist (tss) confirmed the server was down and offline due to a customer vm issue. It team performed a restart, after which the servers came back online and resumed normal operation.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data was unavailable on stations. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. However, there were no adverse events or injuries reported based on this event.